Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) tested and checked with the customer and confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 6 refused to close and complete the dispensing of phenylephrine injection during the middle of a case. Staff ensured that all pockets were closed; however, the drawer continued to reopen. Multiple attempts were made without success, and pharmacy was contacted to report the issue. Pharmacy later checked the drawer and found it to be functional; however, the user reported that this was a recurring issue. The user stated that this failure posed a safety concern, particularly when medications are needed urgently during an active case. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.